Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for an episode that appears to be a supraventricular tachycardia (svt) event. The rate that the patient showed never slowed down so all therapy was used and exhausted in the therapy zone. This device is not designed to deliver therapy due to atrial arrhythmias, therefore this is considered inappropriate therapy. The device remains in service. No adverse patient effects were reported.